Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During visual inspection cosmetic damage was found on both the top and bottom shells. The device was able to power on and run on both ac and battery power. The device was able to obtain readings and alarmed when parameters were breached. The unit did not restart on its own. Further analysis indicated the device's alarm settings would revert to factory settings when the unit was restarted. The user would be unable to customize settings, and device would default to factory settings after each restart. Internal inspection revealed loose broken pieces of shell inside the device, no internal circuitry damage was found. The failure was likely due to a u10 flash memory malfunction on the system circuit board. A service history record review reveals this unit was in the field for over (1) year with no previous related issues to this reported event.

Event description:
The customer reported the device resets and loses its settings. No patient impact or consequences were reported.